Event description:
User experiencing hba1c results of 11%, compared to repeat results of 5 to 6 % when run on a different analyzer - different methodology for 10 to 15 pts samples. Only three samples were provided. Sample 1, initial gave 14.40 %, repeat gave 9.81 %. Sample 2, initial gave 10.32%, repeat gave 7.42%. Sample 3, initial gave 11.58 %, repeat gave 6.74 %. Erroneous results were not reported. Unable to determine root cause as instrument is no longer in service and unavailable for further investigation.